Event description:
Informed by fmc product complaint (#98000051) of this internal "blood leak" of the dialyzer. Leak detected in dialysate during the 9th use of device. Dialysis was interrupted, new dialyzer was prepared and the treatment was re-started without further incident. Ebl 150 ml due to discard of extracorporeal circuit. There were no adverse effects to the patient. No medical intervention was required. Actual dialyzer was discarded by user facility. MDR filed due to blood loss reported.